Event description:
While performing a pvi for atrial fibrillation as part of an af experience week. It was noted a pre-procedure effusion as baseline. However, the pre-procedure evaluation of the effusion wasn't thorough. The case was proceeded, pvi and posterior wall isolation were performed. The procedure was declared a success, catheters were pulled and a post ablation exam was performed more thoroughly. The images that were performed more thoroughly demonstrated "more of an effusion" but it was unclear as there was not a thorough baseline to compare against. The physician stated it may have been during transeptal puncture with the boston scientific versacross and not related to ablation. The patient ended up needing a pericardiocentesis on 11/14. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).